Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and hyperglycemia on (B)(6) 2019. The customer¿s current high blood glucose level was unreadable. It was reported that customer has been admitted to hospital twice due to diabetes ketoacidosis. Customer was reported positive in ketones test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with injections for correction and hospitalization treatment with intravenous fluids. Customer did not alleged insulin pump was under delivering. Customer was admitted on (B)(6) 2019 for a day and she was admitted on friday (B)(6) 2019 and was still at the hospital. It was reported that at the time of call customer doesn't have any set because the hospital had her remove the set. Customer ran self test on insulin pump and was passed. No devices will be returned for analysis.